Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: in original german: klinik meldet das gerät nicht mehr einzuschalten geht >> display bleibt dunkel, keine alarme. Translated: clinic reports that the device can no longer be switched on >> display remains dark, no alarms. No patient involvement.

Event description:
The following was reported to hamilton medical ag: in original german: klinik meldet das gerät nicht mehr einzuschalten geht >> display bleibt dunkel, keine alarme. Translated: clinic reports that the device can no longer be switched on >> display remains dark, no alarms. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). A detailed investigation was performed by an expert from the technical service: the root cause for this complaint was a defective flexible flat cable (ffc). This ffc which is inside the device case connects the interaction panel (ip) with the driver board. The ip is the panel where all the knobs and buttons are situated that allow the user to manipulate the device. One of the functions of the ip is the on/off-button. The defect of the ffc was related to a pin that supplies the on/off button with electricity. In this case, the ventilator could not be switched on anymore. Once the user has pushed the on/off-button and the signal goes from the ip via the ffc to the driver board, then the ventilator starts working with the power supply either from the plug (ac) or the battery. That means that the on/off-button only once ignites the power supply and from then on the ventilator works on its own. If the described issue with the ffc were to happen: - at the start of the device: the device cannot be started and cannot be used. Since devices are prepared prior to use the issue would easily be detected and corrected by the user prior to any kind of involvement of a patient. - during ventilation the worst case scenario would be that the ventilator cannot be switched off anymore because of the signal loss between ip and driver board. The ventilation remains unaffected and would continue at all times. Due to the defective cable the device did not start up and there was no risk of deterioration of health of a patient. There was no patient involvement and no delay in therapy was reported. Therefore, this case was assessed non-reportable.